Event description:
The customer reported difficulty delivering transcutaneous pacing with heartstart mrx; the user was able to use a different defibrillator. There was no reported pt impact.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.